Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, an alert was displayed that the device had reached eri in (B)(6) 2014 although the battery voltage was above eri. The device was replaced. No consequences for the patient where reported.